Event description:
It was reported that pt complained of decrease in vision and dysphotopsia. The crystalens was removed 5 months post implantation and replaced with a different model lens. Pt's bcva prior to lens exchange was 20/20. After lens exchange pt's bcva was 20/40+. According to the surgeon, the event was due to "z" syndrome. The pt's current prognosis is good.

Manufacturer narrative:
He lens has been returned to b+l and is currently under evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.